Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy.according to the complainant, the clip grabbed tissue but would not release from the delivery system. The clip was removed from within the patient. No additional bleeding occurred as a result of this event. Another resolution hemostasis clipping device was used to complete the procedure.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed and a kink present in the control wire. The clip assembly was not returned for analysis. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy. According to the complainant, the clip grabbed tissue but would not release from the delivery system. The clip was removed from within the patient. No additional bleeding occurred as a result of this event. Another resolution hemostasis clipping device was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.